Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was assembled correctly. Functional testing was performed and the unit passed all testing except for the "current and line voltage" testing. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. During functional testing it was found that the thermal fuse was damaged. The root cause can be attributed to the user, when the unit exceeds 152 c the thermal fuse tends to prevent the unit from continuing to overheat and the fuse opens so that there is no continuity.

Event description:
The customer reported the device does not heat anymore. The alleged issue was discovered during pre-testing, prior to patient use. There was no patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device does not heat anymore. The alleged issue was discovered during pre-testing, prior to patient use. There was no patient injury or consequence reported.